Manufacturer narrative:
G4: 28oct2019; b4: 29oct2019. No evaluation by philips employee. Customer biomedical engineer reported issue is resolved after replacing the battery. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14oct2019.

Event description:
The caller reports that the battery is not charging. There was no patient involvement.